Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was identified that the image was cloudy. A replacement unit was used to complete the procedure, the hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the scope was shipped to facility for further investigation. A supplemental report will be submitted when the investigation results are received from facility.